Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that prior to the patient's replacement, their impedances were checked and they were all fine. During the case, 0 and 2 showed out of range with each other. The caller wiped and re-inserted before calling and that did not resolve the impedances. The caller tried it in a wireless neurostimulator (wens) and 0 % 2 were still out of range. While on the call, it was placed back into the battery and the pair still showed out. The connectivity check was good. The caller added that some blood may have gotten in the header. The caller checked impedances and 0 & 2 showed out, but when she checked in reference to electrode two, the value showed 810. Troubleshooting resolved the reported issue. No further complications were reported. No patient symptoms were reported.

Event description:
Additional information was reported that the cause of the high impedance was not determined. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type lead product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type implantable neurostimulator product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.